Event description:
A malfunction was reported on the pump by a customer, and it was confirmed that there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level as a result of the issue. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.